Event description:
Analysis of the vns generator was completed. Proper functionality of the pulse generator and its ability to provide appropriate programmed output currents was verified. The septa do not appear cored and there was no evidence of dried body fluid or corrosion observed in the connector block areas; thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Reporter indicated the patient had no trauma, and did not manipulate the vns. The pain was attributed to the "vns battery dying". The patient was "tapering herself off" of vns with vns setting changes. The generator was replaced as an intervention for the pain, and for the patient's comfort and not to preclude a serious injury.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2013. The explanted generator has been returned and is pending analysis. All attempts to the reporter for additional information regarding the pain event have been unsuccessful to date.

Event description:
Reporter indicated on (B)(6) 2012 that a patient was experiencing constant pain in her chest at the vns generator site. The pain was not occurring with vns stimulation. The area is tender to the touch and causes left arm pain to the point that the patient cannot sleep or lay on her side. The patient was seen last by the reporter on (B)(6) 2012, and vns diagnostics results were within normal limits. The patient has been scheduled for prophylactic replacement of the vns generator due to length of implant (>11 years). Attempts for additional information are in progress.